Event description:
It was reported that unstable right ventricular (rv) lead impedance measurements were recorded and there was rv lead oversensing. An xray of the device connector block indicated the rv lead pin was not fully seated in the connector. The lead was reseated in the device connector and was successfully tested. During the procedure, the device was contaminated, so it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis results revealed no anomalies were found. (B)(4) performance data collected from the device was analyzed and revealed varying resistance/impedance. Ventricular pace bipolar impedance varies from 627 ohms on (B)(6) 2010 to a high of 4047 ohms on (B)(6) 2010, then back to 1007 ohms on (B)(6) 2010. In addition, high impedance was noted. An out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010.